Event description:
The hcp reported that while attempting to perform a bravo procedure, the capsule attached to the tissue, but failed to detach from the delivery system. A biopsy forceps was used to release the tissue allowing the delivery system to be removed. There was no bleeding or other adverse affects to the patient reported.

Manufacturer narrative:
To date, medtronic inc. Has not received the device for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.